Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure, depression, anxiety, myoclonic seizure nos, headache, syncope vasovagal, endometriosis of ovary, ovarian cyst, penicillin allergy, dyspnea and rash. Previously administered products included for birth control: depo-provera injection from (B)(6) 2014 to (B)(6) 2014, mirena iud in 2011 and birth control pills from 2009 to 2010. Concurrent conditions included uterine bleeding, dizziness, light headedness, menorrhagia, vaginal discharge, vaginal bleeding, bacterial vaginosis, scabies, giddiness, bloody stool and urinary tract infection. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010, lamotrigine since 2010, naproxen since 2010, norethisterone acetate (norethindrone acetate), sumatriptan, sumatriptan succinate (imitrex df) since 2010 and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysgeusia ("other injury(ies) or complication(s) - please describe: metallic taste"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, migraine, nausea, dysgeusia, abdominal pain and headache had resolved. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes correct placement of essure. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: abdominal pain, headaches. Outcome of the events abdominal pain, general abnormal bleeding, headaches, were updated to recovered/resolved. Outcome of the event migraine were updated to recovered/resolved from recovering/resolving. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure, depression, anxiety, myoclonic seizure nos, headache, syncope, endometriosis of ovary, ovarian cyst, penicillin allergy, dyspnea and rash. Previously administered products included for birth control: depo-provera injection from (B)(6) 2014, mirena iud in 2011 and birth control pills from 2009 to 2010. Concurrent conditions included uterine bleeding, dizziness, light headedness, menorrhagia, vaginal discharge, vaginal bleeding, bacterial vaginosis, scabies, giddiness, bloody stool and urinary tract infection. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010, lamotrigine since 2010, naproxen since 2010, norethisterone acetate (norethindrone acetate), sumatriptan, sumatriptan succinate (imitrex df) since 2010 and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysgeusia ("other injury(ies) or complication(s) - please describe: metallic taste"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia, nausea and dysgeusia had resolved, the genital haemorrhage outcome was unknown and the migraine was resolving. The reporter considered alopecia, dysgeusia, dysmenorrhoea, genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes correct placement of essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pain, abnormal bleeding (general), dysmenorrhea, hair loss, migraines / headaches, nausea, other injury(ies) or complication(s) - please describe: metallic taste. Reporter information, medical history, historical drug, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.